Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the atrial lead exhibited decreased p-wave amplitude sensing. X-ray suggested the atrial lead had a micro dislodgement. No changes or interventions were performed. The patient was in stable condition.